Event description:
Customer is getting readings of 15 and 17mg/dl. Customer also states that instead of seeing 88.8. Customer is seeing an 8, an upside-down f and then 8. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.